Event description:
Notes from the history and physical: "left vagal nerve stimulator became hoarse and other effects, so never used. Would like removed." Notes from the operative report: "an incision was made in the upper chest in the site of the previous incision and brought down to expose the pulse generator. This was carefully dissected out of the subcutaneous pocket. The leads were dissected out as well...a second incision was made in the left side of the neck at the site of the previous incision here as well. This was brought down to expose the leads and the 2 anchors. The anchors were carefully removed and the leads exposed. The leads were then gently pulled inferiorly until they came under a small amount of tension. They were then cut as high as possible and allowed to remain attached to the vagus nerve itself. The pulse generator and leads were then removed without difficulty...the patient tolerated the procedure well and there were no apparent complications."what was the original intended procedure?removal of vagal stimulator.device #1is this a laboratory device or laboratory test?no.